Manufacturer narrative:
B4: 06jul2020 g4: (B)(6)2020. H11: b5: it was reported that the ventilator would randomly go into a failure. The service engineer (se) found that when in standby the battery or 'main sector' would have a 'strange' reaction with the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
It was reported that the ventilator would randomly go into a failure. The service engineer (se) found that when in standby the battery or main light indicators would have a 'strange' reaction with the battery. There was no patient involvement. The service engineer (se) inspected the device. The se found no error codes in the ventilator diagnostic report and crossed over the motor controller board with another one and found that to be the issue as well as the battery. The se replaced the motor controller board and battery to address the reported issue and the unit passed all testing.